Event description:
The patient went to the hospital because of left coxa pain and was diagnosed depuy solution stem broke.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.